Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a device's humidifier sound abatement foam. The patient alleged mold in the humidifier tank. In addition, the patient reported sinus infections, cough and taken prescribed flonase and tylenol for pain upon doctor recommendation. According to her doctor cough was due to sinus drip. Despite the three attempts, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The device information that the manufacturer provided previously was incorrect, the correct product information under box d has been updated and corrected.